Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) because of the results monitor failing sample mix. The ccc specialist remotely checked the sample probe 1 (sp1) count and auto aligned it, after which it passed. Shortly thereafter, the issue returned. A siemens customer service engineer was dispatched to the customer site. The cse evaluated the instrument and performed service method testing for server 1, which failed mix and overmix tests. The cse replaced sample 1 probe mixer and aligned sample probe 1 and sample probe 2, after which quick check and mix tests passed. The cse performed bottom of cuvette correction due to a service methods test result which was out of specification. The cse then ran multiple test methods and all resulted within specifications. The cse ran quality controls (qc), resulting within range. The cause for the discordant, falsely low glu result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same dimension vista instrument, resulting higher. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.